Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed coming from the cartridge. The customer primed the line to remove the bubbles. No additional bubbles were observed. Blood glucose was 300 mg/dl and an insulin injection was administered. Bg was lowered to target level.